Manufacturer narrative:
Approximate age of device ¿ 1 year, 9 months. A correlation between the device and the reported stroke and driveline infection could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A full evaluation of the device could not be conducted as the device was not returned for evaluation. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient expired on (B)(6) 2016 due to a hemorrhagic stroke. On an unspecified date, the patient complained of a mild headache prior to going to bed and early the next morning awoke with left facial droop. Emergency medical services transported the patient to the emergency department (ed), where upon arrival, the patient displayed left hemiplegia. The patient¿s inr was 2.3 on arrival, with their target between 2.0 and 3.0. The patient¿s anticoagulation regimen included warfarin and 81mg aspirin daily. The patient was treated with mannitol upon arrival to the ed. A CT scan showed a large bleed in right temporal/parietal area with midline shift. A large intraparenchymal hemorrhage was observed in the right temporal and parietal lobes, but no vascular cause could be identified. A small extra-axial fluid collection was observed along the right frontal lobe which suggested an isodense subdural hematoma. Later in the day, a repeat CT scan was performed. CT showed interval extension of hemorrhage into the right thalamus compressing the right midbrain. A CT angiogram was found to be negative for vascular malformation. Reportedly, the patient did not have any issues with coagulopathy. Several weeks prior, the patient had one mild episode of mild epistaxis. It was determined that there were no other treatment options available for the patient and palliative care was consulted. It was reported that the hemorrhagic stroke did not appear to be device or therapy related.